Manufacturer narrative:
Summary of evaluation: evaluation results indicate that the device was disassembled by the user and re-assembled incorrectly.

Event description:
The locking mechanism on the broach handle broke. There was no adverse consequence for any pt.